Event description:
Related manufacturer reference number: 3006705815-2023-01179. It was reported one of the patient's leads had migrated. Surgical intervention was undertaken during which the existing lead was explanted and replaced.

Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.